Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that when attempting to bolus, it sits there for 1.5 minutes at 90%. The patient stated that it does this twice and takes over 3 minutes to get the bolus and it was not convenient for them. The patient gets 8 boluses a day. The agent reviewed the 90% lag and how to clear the data. The patient also mentioned that the myptm app was in a different spot. The agent attempted to assist and the patient stated not important right now and was more worried about the 90%. The patient would monitor and call back if the issue continues. Additional information was received from a consumer (con) stated that the software version was 2.0.1700.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.